Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic,pain chronic pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 34-year-old female patient who had essure (batch no. 626158) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain, hemangioma of skin, actinic keratosis, dysfunctional uterine bleeding, dysgeusia, umbilical hernia and renal stone. Concurrent conditions included renal calculus, dysplastic nevus, melasma and uterine fibroids. The patient also had a family history of renal stone. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced migraine ("migraines/headaches"), 1 month after insertion of essure. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2009, the patient experienced urinary tract infection ("uti"). On (B)(6) 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2011, the patient experienced nausea ("nausea"), anxiety ("anxiety,psych injury"), depression ("depression,psych injury") and mood swings ("hormonal changes:mood swings"). On (B)(6) 2013, the patient experienced chloasma ("rash"). On (B)(6) 2014, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced nephrolithiasis ("kidney issues"), abdominal pain ("abdominal pain"), skin disorder ("skin condition") and weight fluctuation ("weight gain/loss unknown if gain or loss"). The patient was treated with surgery (ablation and hysterectomy (partial),salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, urinary tract infection, dyspareunia, abdominal pain, bladder disorder and urinary tract disorder had resolved and the migraine, nausea, anxiety, depression, weight increased, nephrolithiasis, chloasma, skin disorder, mood swings, fatigue and weight fluctuation outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, chloasma, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, mood swings, nausea, nephrolithiasis, pelvic pain, skin disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure confirmation test: total bilateral occlusion. Ultrasound scan - on(B)(6) 2017: myomatous uterus. Concerning the injuries reported in this case the following events were confirmed vai patient medical record :dysmenorrhea, chronic pelvic pain, headaches lot number: 626158, manufacture date: 2008-10, expiration date: 2009-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: pfs received- pt of the event hormonal changes was updated into mood swing, renal was updated into nephrolithiasis and rash was updated into melisma. Outcome of the event vaginal haemorrhage was updated recovered from unknown. Reporter information was added a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic,pain chronic pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 626158) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain, hemangioma of skin, actinic keratosis, dysfunctional uterine bleeding, dysgeusia, umbilical hernia and renal stone. Concurrent conditions included renal calculus, dysplastic nevus, melasma and uterine fibroids. The patient also had a family history of renal stone. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), urinary tract infection ("uti"), migraine ("migraines/headaches"), nausea ("nausea"), anxiety ("anxiety,psych injury"), depression ("depression,psych injury"), renal disorder ("kidney issues"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), rash ("rash"), skin disorder ("skin condition"), bladder disorder ("bladder problems"), fatigue ("fatigue"), weight fluctuation ("weight gain/loss unknown if gain or loss") and urinary tract disorder ("urinary problems") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and hysterectomy (partial),salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, urinary tract infection, dyspareunia, abdominal pain, bladder disorder and urinary tract disorder had resolved and the vaginal haemorrhage, migraine, nausea, anxiety, depression, weight increased, renal disorder, rash, skin disorder, hormone level abnormal, fatigue and weight fluctuation outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, rash, renal disorder, skin disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure confirmation test: total bilateral occlusion. Ultrasound scan - on (B)(6) 2017: myomatous uterus.. Concerning the injuries reported in this case the following events were confirmed vai patients medical record :dysmenorrhea, chronic pelvic pain, headaches lot number: 626158 manufacture date: 2008-10 expiration date: 2009-09 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic,pain chronic pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 626158) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain, hemangioma of skin, actinic keratosis, dysfunctional uterine bleeding, dysgeusia, umbilical hernia and renal stone. Concurrent conditions included renal calculus, dysplastic nevus, melasma and uterine fibroids. The patient also had a family history of renal stone. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), urinary tract infection ("uti"), migraine ("migraines/headaches"), nausea ("nausea"), anxiety ("anxiety,psych injury"), depression ("depression,psych injury"), renal disorder ("kidney issues"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), rash ("rash"), skin disorder ("skin condition"), bladder disorder ("bladder problems"), fatigue ("fatigue"), weight fluctuation ("weight gain/loss unknown if gain or loss") and urinary tract disorder ("urinary problems") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and hysterectomy (partial),salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, urinary tract infection, dyspareunia, abdominal pain, bladder disorder and urinary tract disorder had resolved and the vaginal haemorrhage, migraine, nausea, anxiety, depression, weight increased, renal disorder, rash, skin disorder, hormone level abnormal, fatigue and weight fluctuation outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, rash, renal disorder, skin disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: total bilateral occlusion. Ultrasound scan on (B)(6) 2017: myomatous uterus. Concerning the injuries reported in this case the following events were confirmed vai patients medical record: dysmenorrhea, chronic pelvic pain, headaches. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs and mr received :previously reported event injury was deleted and was updated to new events. Lot number added. Following events were added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), urinary problems, dyspareunia, fatigue, hormonal changes, uti, migraines/headaches, nausea, anxiety, depression, pelvic pain, abdominal pain, rash/skin condition, kidney issues. Medical history and concomitant conditions,reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.